Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that approximately 0.3" of the returned driver's distal tip is broken-off. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, torquing while leveraging the device and/or the use of excessive force. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a lisfranc fracture (foot), the surgeon was backing the screw out of the locking plate to replace it with a slightly shorter one when the driver tip broke off flush in the screw. It could not be retrieved. Case was completed. The surgeon has plans on doing hardware removal in 3-4 months. Patient is doing fine to date.